Manufacturer narrative:
Additional information was received indicating that the date of the event was (B)(6) 2019 and that there was no patient involvement.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis in damaged condition and the tamper seal was pealed. The reported issue of an unstable battery alarm was verified in by the event history log. The customer installed wireless module into a pump not programmed for them. Unit is running as expected while under test using "aa" batteries, and with the standard rechargeable pack.

Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed an error that the battery is unstable. There was no reported injury to the patient.